Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was on vacation and hadn't used their recharger (insr) in 3 days. They went to use it last night and they weren't getting any coupling bars. All coupling bars were empty. Troubleshooting was done on the call by re-positioning the antenna but that didn't resolve the issue. An al session was attempted but the patient wasn't able to hold the black buttons together to get an al feature. An email was sent to repair to try a new antenna to see if that resolved the issue. The patient called back stating they received the antenna but they still weren't getting any coupling boxes. An al session was attempted but unable to get the al to appear on the screen after multiple attempts. There were no falls or trauma that were known. The caller confirmed the ins was charging and was flashing in the first quartile. The caller confirmed the ins will still charge but will take longer. A replacement insr would be sent to the patient. Additional information was received from the patient stating that they received a new antenna and a new recharger and was still having trouble charging their implant. Patient was going to attempt al with patient but noticed in previous two reported that patient was unable to get through to complete al. Patient reported seeing a butterfly, a battery and a plug in. Patient attempted to start a recharging session and patient was seeing the normal recharging screen however none of the boxes were shaded in black. It was confirmed that patient did not have any clothing over the implant while charging and patient said they had not had any falls or trauma that she knows of. Patient stated that she started having this issue last week and she has struggled with it since then and it then takes forever to charge her implant. After getting the replacement equipment, patient was getting 2 coupling boxes/poor communication. Patient got full coupling boxes for about a minute but can no longer get more than 2 coupling boxes. Patient was on vacation in (B)(6) and the people there aren't familiar with her device. Patient was asking if they should limp it along until she gets home or she should find an hcp near her/go home early from vacation.